Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue involving moisture ingress. After exposure to moisture, the pump does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/17/2013 with the following findings: visual inspection of the returned pump showed no cosmetic defects. Investigation found a detached audio bolus button cover and a leak was observed at the bolus button cover. Removal of the button cover found contamination under the bolus button contact. Removal of pump case found moisture contamination on various internal components. Pump was able to power-up and exercised for 24 hours without any power loss or battery related alarms.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.